Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis and the reported 1162 error was confirmed and replicated. Error 1162 was found in the logs indicating cannula sensor fault on the usm axes controller spar (acs) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, corrosion was found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. The complaint was confirmed based on the field evaluation and failure analysis which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a defective component. The fse replaced the usm to resolve the issue. Failure analysis was able to conclude that the acs pca was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical laparoscopic retroperitoneal lymphadenectomy procedure, universal surgical manipulator (usm) 3 had error 1162. The system was restarted and the user disabled usm3 during the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the fse and obtained the following additional information: there was no patient injury. The system functionality was checked upon powering on the system and the system initially powered on without errors. The technical support engineer (tse) was called and recommended replacing the arm, arm replacement was completed the following day. No patient information was provided. The procedure was a laparoscopic retroperitoneal lymphadenectomy. The issue occurred in the middle of the procedure. Even though the arm was missing, the medical team decided to continue with the surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a defective component. The fse replaced the usm to resolve the issue.